Manufacturer narrative:
The catheter system was inspected for anomalies that could have led to the marker band removal. There were no anomalies noted. The diameter of the catheter's sheath in the location of the marker bands was within specification. The marker band swaging equipment records and device history records were reviewed, and there were no issues noted. Process monitoring with open diameter verifications were performed and no issues noted. The pinnacle destination introducer was evaluated. An attempt to insert a .095" pin gage unsuccessful as the pin would not pass the valve. A .092" pin gage was tested and would not pass the valve without strong pressure. A .091" pin gage did pass the valve. The distal portion of a supera catheter system which had a .092" diameter was inserted into the pinnacle destination introducer and the distal end of the catheter would not pass the valve without a significant force. Previous investigations regarding this type of event have concluded that the reported marker band movement/dislodgement events are related to the use of one type of introducer sheath (same manufacturer and same brand name) with the supera stent delivery catheter. We have received three of the introducer sheath's back for analysis and found that when their valve is tightened, a pin gauge test results in less than 7fr. This tightness results in the sheath catching the marker band causing it to move/dislodge. The manufacture of the sheath has been informed of the events. There have been no serious injuries or deaths related to these events. Out-of-box tightness of the valve inhibits passage of the stent delivery catheter through the introducer.

Event description:
The stent delivery system was advanced with difficulty through a 7fr sheath. The stent catheter did not initially cross the lesion. The catheter was removed and the tip was inspected; nothing unusual was noted with the delivery catheter. Again the same delivery catheter was advanced with difficulty through the 7fr sheath. As the catheter was advanced, it was observed that a marker band was missing and had become embolized into a small inferior medial genicular branch. Due to the small size of the genicular branch and the risk associated with removing it, it was left in the branch. The stent was not placed and a second delivery catheter was used with success. Upon post-deployment dilation of the stent, the physician noted that a marker band was on the end of the balloon. When the balloon was removed, the marker band dislodged in the popliteal artery. The marker band was removed using a filter wire and small balloon. There was no effect on the patient when removing the marker band. Both marker bands were from the first delivery catheter. The same introducer sheath was used with the first and second delivery catheter.